Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 185 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was not available during the call on (B)(6) 2018 to perform a back to back blood test. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/27/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :342mg/dl date: (B)(6) 2018 time:10:02am non-fasting; result 2 :160mg/dl date: (B)(6) 2018 time:3:11am fasting; result 3 :153mg/dl date: (B)(6) 2018 time:2:34pm non-fasting; result 4 :185mg/dl date: (B)(6) 2018 time:12:30am fasting; result 5 :115mg/dl date: (B)(6) 2018 time:2:08am fasting.